Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with broken off end cap; unable to perform prime test due to broken off endcap also, unable to verify a33 alarm due to broken off end cap. The insulin pump had minor scratched display window, cracked case at the display window corner, broken battery tube threads, broken reservoir tube lip, cracked lcd window and missing the end cap sticker.